Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received the motor error and motor position encoder error. The customer¿s blood glucose level was 140 mg/dl. Customer was able to successfully clear the alarm. The customer stated that they got an motor position encoder error while attempting rewind. The drive support cap was appeared to be normal. The insulin pump was not exposed to high magnetic field. The troubleshooting was performed. The customer was advised that insulin pump needs to be replaced and advised to discontinue the use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind, basic occlusion, prime and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify e70 alarm in the alarm history due to history file overwritten. Device received with broken reservoir tube lip.